Event description:
In 2000, safeskin corp was served with the following lawsuit: plaintiff's claim alleges the following: latex hypersensitivity, asthma, respiratory problems, hives, dermatitis, diarrhea, vomiting, confusion, throat soreness, fatigue, extreme discomfort, depression and emotional distress, and pecuniary damages.